Event description:
When contacted by beckman coulter, inc. (Bec) per the marketing survey program (msp), the customer reported an occurrence of non-reproducible false positive troponin (accutni) for one (1) patient's sample on an access 2 immunoassay analyzer. The customer stated that the event occurred within the last month. A specific date was not provided. An initial sample accutni value of >0.03 ng/ml was reported out of the laboratory while subsequent serial sample draws for the patient were within the normal reference range. Consequently, the original sample was reanalyzed which repeated within the laboratory's normal reference range. The customer did not provide actual pertinent data. The customer indicated that they have a proactive procedure implemented to verify unexpected results prior to reporting results out of the laboratory. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. The customer did not provide information regarding reports of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
Samples were collected in lithium heparin tubes. Centrifugation data was not supplied. Per the customer, the unit was performing within qc specifications upon contact with the customer. A root cause for this event was not determined with the information provided.